Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a (b)(6 male patient underwent an atrial fibrillation (afib) ablation procedure with a (b)(6 sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that after left atrium (la) mapping, the patient¿s blood pressure gradually decreased pericardial fluid was confirmed by echocardiography, and pericardial drainage was performed. This event occurred during pulmonary vein isolation (pvi), 1 hour and a half after catheter use, at-onset after box isolation, and after left atrial mapping. Since cafl was detected, cavo-tricuspid isthmus line (cti) was quarantined and terminated. Drainage was performed for venous blood. After drainage, blood pressure was stable and the patient returned to the ward. The physician commented that probably when a catheter is placed in the left atrial appendage, it might have scratched. The opinion that there is no relationship with this product. Additional information was received on the event. The physician commented that probably scratched when the catheter was inserted into the left atrial appendage, which was unrelated to this product, and there was no abnormality. The physician¿s opinion on the cause of this adverse event was procedure. The physician commented as follows. The patient probably scratched the left atrial appendage with the catheter when the catheter was inserted. Not related to biosense webster, inc. Product, no abnormality with the product. Patient outcome of the adverse event was fully recovered. It was not reported extended hospitalization was required. Transseptal puncture may have performed because of pv isolation procedure. The product details were unknown. Prior to noticing the cardiac tamponade, ablation was performed. It was after box isolation for pv isolation performed. There was no evidence of steam pop. The event occurred during ablation phase. It was not reported that inappropriate use was conducted without instructions for use. No error messages were observed on the biosense webster equipment during the procedure. Comment from the physician in charge. Not related to this product because it was probably scratched when the catheter was inserted into the left heart side. Probably scratched when the catheter was inserted into the left heart side. The catheter has nothing to do with this product, and there is no abnormality.

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that after left atrium (la) mapping, the patient¿s blood pressure gradually decreased pericardial fluid was confirmed by echocardiography, and pericardial drainage was performed. This event occurred during pulmonary vein isolation (pvi), 1 hour and a half after catheter use, at-onset after box isolation, and after left atrial mapping. Since cafl was detected, cavo-tricuspid isthmus line (cti) was quarantined and terminated. Drainage was performed for venous blood. After drainage, blood pressure was stable and the patient returned to the ward. The physician commented that probably when a catheter is placed in the left atrial appendage, it might have scratched. The opinion that there is no relationship with this product. Additional information was received on the event. The physician commented that probably scratched when the catheter was inserted into the left atrial appendage, which was unrelated to this product, and there was no abnormality. The physician¿s opinion on the cause of this adverse event was procedure. The physician commented as follows. The patient probably scratched the left atrial appendage with the catheter when the catheter was inserted. Not related to biosense webster, inc. Product, no abnormality with the product. Patient outcome of the adverse event was fully recovered. It was not reported extended hospitalization was required. Transseptal puncture may have performed because of pv isolation procedure. The product details were unknown. Prior to noticing the cardiac tamponade, ablation was performed. It was after box isolation for pv isolation performed. There was no evidence of steam pop. The event occurred during ablation phase. It was not reported that inappropriate use was conducted without instructions for use. No error messages were observed on the biosense webster equipment during the procedure. Comment from the physician in charge. Not related to this product because it was probably scratched when the catheter was inserted into the left heart side. Probably scratched when the catheter was inserted into the left heart side. The catheter has nothing to do with this product, and there is no abnormality.

Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Manufacturer narrative:
The investigation was completed on 17-feb-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30637672l number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).